Event description:
It was reported that a patient with an implantable neurostimulator experienced soreness in the buttock when raising the head of the bed and when sitting on an electric chair for extended periods. The patient also reported discomfort attributed to weight loss since the implant date, noting a decrease in weight from 225 lbs to approximately 174 lbs, which made the implant feel as if it was just beneath the skin. The patient was advised to consult their healthcare provider for further evaluation. Patient stated they think their ins battery is dead. Patient reported they don't think the battery lasted very long at all; however, they do not have any back pain whatsoever anymore and don't know if the battery still has a "little bit of juice" in it. When asked event date, patient stated it didn't last a year - they would say approximately 9 months. Patient added that they would turn it up real high and couldn't feel it. Agent attempted to have patient connect through mystimpc app; however, patient reported they did not have a handset and stated there was "another little device they gave me" but patient was unable to locate while on the call. Agent documented information given and redirected to hcp to further address. Agent did their best to accurately document information given. Patient was, at times, difficult to follow. Additional information was received from the patient (pt). Pt called back stating previous information provided and asking if they could have a local manufacturer representative (rep) check their device. Patient stated that the part of it is not working and need confirmation if there thing is not totally working as they may or not take it out. Patient also mentioned that the implant site is irritating them. Agent redirected that patient to their managing hcp to page a rep. Agent provided the national answering service number. Agent tried to offer troubleshooting further but patient wanted to get a local rep meet with them instead. Additional information was received from the patient (pt) via a pt letter. Pt reports that their battery which they were told would last 10 years only lasted less than 9 months.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.